Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient needed to have an MRI and had not used their device in quite some time. It was noted the MRI was unrelated to the device or therapy. Patient stated that they wanted assistance turning stimulation off, but was seeing poor communication which did not resolve when troubleshooting. No symptoms or further complications were reported.